Event description:
The patient reported wearing the pod on the abdomen for between 4 and 24 hours prior to seeking medical attention for severe hypoglycemia. Reported symptoms included excessive sweating, shakiness, blurred vision, and unusual sensations not previously experienced since initial diagnosis. At presentation, manual blood glucose reading from finger pricking was at 40 mg/dl, while the sensor reading displayed at 70 mg/dl. Subsequent readings ranged from 40 to 60 mg/dl, including a confirmed value of 50 mg/dl; the source of the reported range remains unclear. The patient noted persistent low glucose levels for two weeks prior to the emergency visit, with the difficulty raising blood glucose despite carbohydrate intake. Emergency department staff adjusted to lower the insulin-to-carb ratio accordingly. A diagnosis of hypoglycemia was confirmed. Treatment in the emergency department included administration of carbohydrates and evaluation for infection, which was ruled out. The patient was discharged same day after approximately four to five hours of observation.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.